Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 37 mg/dl at the time of the incident. The customer was in a car accident due to the low. The customer was at 126 mg/dl at the time of the call. The customer was given food to treat. The customer was wearing the insulin pump during the incident. The customer reported a partial pump display. Troubleshooting was completed and the customer will monitor the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08650 inches. No missing segment, partial display or black line on the screen noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).